Event description:
During a coronary treatment procedure involving a lesion in an unspecified vessel, the maverick balloon ruptured at 6 atm's. The number of inflations is unknown. The size and type of introducer sheath, guidewire, guide catheter and inflation device are unknown. The extent of lesion calcification and stenosis are unknown. The maverick catheter was removed and exchanged with another catheter and the procedure was successfully completed. No patient injuries or procedural complications were reported. Patient status is reported as 'okay'.